Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 143 mg/dl. The customer stated that her insulin pump has stopped working and says motor error on the screen. The troubleshooting was performed for the motor error alarm. Customer reported that the drive support cap was appeared normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer stated that the insulin pump has been exposed to high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms noted.